Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing due to oversensing of noise exhibited on the right ventricular (rv) lead. All other rv lead measurements were within range and the system was reprogrammed. Some noise was also observed on the right atrial channel but it was not being sensed by the device. The source of the noise was not determined. The device was reprogrammed and remains implanted and in service. No adverse patient effects were reported.